Manufacturer narrative:
The device has been returned for analysis, however the evaluation of the returned product remains in progress. Additional information has been requested regarding patient and device information. However, this information has not been received by medtronic. (B)(4).

Manufacturer narrative:
Medtronic received additional information that the device was explanted in part due to stenosis, and information indicating the patient was (B)(6) at the time of this event. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection indicated that the stent posts were slightly deflected. Pledgets were observed along the inflow of the sewing ring. All leaflets were slightly stiff but flexible, except where host tissue extended on the inflow and outflow. It was determined that a small tear and abrasion noted through the free margin and lunula of the right cusp may have been associated with restricted leaflet movement. All commissures were intact. Thick glistening off-white pannus was attached to the sewing ring on the inflow, adjacent to the left and right cusps, extending over the tissue and base stitching, to the inflow margin of attachment, into the left right and right inferior coaptive areas and 1 to 6 mm onto all cusps, reducing the inflow orifice area. Pannus remained attached to the sewing ring on the outflow, to the back of the left right stent post. It was determined that pannus had been removed on the inflow adjacent to the non-coronary and left cusps. Tan-to-brown thrombotic-appearing host tissue lined part of the left and right cusps on the outflow, along the outflow margin of attachment. Radiography performed at medtronic showed no evidence of calcification. Conclusion: based on the received information and the return product analysis, the regurgitation / stenosis are likely to be attributed to the host tissue (pannus) overgrowth, which could lead to insufficient effective orifice area and/or immobile leaflet and compromised forward flow. Pannus overgrowth has been an inherent risk of surgical valve replacement. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that four years following the implant of this bioprosthetic aortic valve, the valve was explanted due to regurgitation. A tear and pannus were observed on the explanted valve. The valve was replaced by a non-medtronic valve and no further adverse patient effects were reported